Event description:
Report received indicated a palmaz blue stent fractured, separated and migrated. As indicated approximately 3 to 4 months ago two palmaz blue stents were implanted in the patient's celiac artery. Thereafter an ultrasound test was performed showing increase vessel velocity therefore suspecting of lesion restenosis. Consequently, a diagnostic catherization was performed to rule out restenosis. A diagnostic catheter (unk MFR.) Was placed in the aorta and the arteriogram was performed visualizing a separated piece of the palmaz blue stent (previously implanted in the celiac artery) about 2 to 3 cm from the os of the celiac artery migrating through the abdominal aorta caudally. The separated piece ultimately migrated to the left iliac artery where an express stent (boston scientific) was deployed. The migrated stent piece was tacked down to the vessel. In addition, the arteriogram showed the celiac artery patent with no evidence of restenosis.

Manufacturer narrative:
The physician speculated that at the time the palmaz blue stent was implanted, the stent was left implanted slightly protruding into the aorta. Thereafter during the follow up angiogram when the diagnostic catheter was advanced through the aorta, it caught part of the stent fracturing one cell. Subsequently, the fractured piece migrated to the left iliac artery where it was secured. There were no adverse effects to the patient and both the celiac artery and left iliac artery are patent. It is unknown which one of the two implanted palmaz blue stents was fractured. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2009-00025.